Manufacturer narrative:
The technician found the brake mechanism assembly was the issue. The technician replaced the brake mechanism assembly to resolve the issue.

Event description:
The technician alleged the brake and steer caster would not hold. No pt impact.